Event description:
Removal of ineffective mesh.patient with symptomatic stress incontinence and pelvic pain after previous porcine dermis sling. She has demonstrable stress incontinence, both on physical exam and on urodynamics. She reports dyspareunia and bleeding as well as generalized pelvic discomfort localized at the region of her previous sling. After extensive discussion of risks and benefits, she wished to proceed with the removal of the existing sling and redo autologous pubovaginal sling.